Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl. The customer had a urinary tract infection and thought that this may have been contributing to the high bg level. The customer changed the infusion set. Insulin injections and correction boluses were used to address the bg level. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.